Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 170, 255 and 247 mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.